Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 13 while using the device updater to update the pump. During troubleshooting with tandem technical support, the customer attempted connecting to a different usb port; however, the error remained on the pump. The customer attempted unplugging the pump then plugging it back in; however, the error still remained on the pump. The customer stated the pump screen was blank. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.